Manufacturer narrative:
The complaint of a leak in the catheter is unconfirmed. The complaint incident could not be replicated in the laboratory setting. The complaint sample functioned normally during functional testing.

Event description:
After placement and flushing of the catheter with saline solution, clear saline solution (not mixed with blood) emerged from the channel above the main incision at the cuff.